Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user forgot to take medications out during issuing medication. A technical support specialist remoted in and had client perform cycle count and now user was able to take out medications. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, station had an issue in during dispensing medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.